Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Evaluation: methods: no testing methods performed. (B)(4). Results:no results available since no evaluation performed. (B)(4). Conclusion: device discarded by user, unable to follow-up. (B)(4). Concomitant products: lasso navigational variable eco catheter; model #: d-1343-01-s; lot #: unknown. Bidirectional deca f/j catheter; model #: unknown; lot #: unknown. Smartablate generator; model #: m-4900-107; serial #: (B)(4). Carto 3 system; model #: m-4800-01; serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial tachycardia left (l-at) procedure with a smart touch bidirectional catheter and suffered a ventricular fibrillation and cardiac arrest. The patient's medical history was unknown. They planned paced through map 1-2. After, when starting ablation, a premature ventricular complex was encountered that triggered a ventricular fibrillation. Ablation was on the roof of the left atrium. The other catheters were in the coronary sinus and the lasso navigational variable eco catheter was in the right atrium. The defibrillator was required 6 times to restore the patient to sinus rhythm. There was no cardiac tamponade or bleeding. The procedure had to be stopped because of instability of the patient. The patient was sent to the cardiovascular unit. The patient had been under general anesthesia for three hours. A transseptal puncture had been performed. There were no errors or improper equipment behavior noted or reported leading up to or during the event. The generator was set to power control mode at 25w. The biotronik uhs 3000 pacing stimulator was being used during the procedure. The patient required prolonged hospitalization because of the patient's cardiac weakness and the need for neurological exams to assess brain health. The patient fully recovered. The physician's opinion regarding the cause of this adverse event is that it was due to the patient's condition.